Event description:
During troubleshooting, the customer identified non-reproducible vitros bhcg ii results on multiple patient samples that had been processed on a vitros eciq during the timeframe of (B)(6) - (B)(6), 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer indicated that the biased results had been reported, however, there were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eciq or vitros bhcg ii reagent lot# 0270, which was in use at the time of the initial results, did not perform as expected. The investigation determined that all the initial results were obtained from the same bhcg ii lot# 0270 reagent pack. Quality control results from the pack in question were acceptable. The customer repeated the samples using an alternate vitros bhcg ii reagent lot and on a alternate vitros eci in their laboratory. Expected results were obtained both times. The root cause is unknown.